Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leaflet damage requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4. One clip (cds-0701xtw 20221r127) was implanted at a2p2 and leaflet damage was noted on the posterior leaflet. According to the physician the leaflet damage was due to the mitraclip device. A second clip (20111r653 ntw ) was implanted laterally due to the damage, reducing the mr to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.